Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k042037. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2016-0063 and 00771).).

Event description:
Patient was revised approximately three years post-implantation due to metal wear, pain and damage to the acetabular liner. Operative report notes dark liquid and a grey amorphous mass indicative of metal damage within the joint. The polyethylene liner had separated from the acetabular cup, allowing direct contact between femoral head and acetabular cup, and gray masses were noted on the pelvic bone. The femoral head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
This follow up report is being filed to relay product evaluation results and additional information. Review of manufacturing history found no evidence of product nonconformance. During the examination, the femoral head was noted to have wear marks and metal transfer across one-third to one-half of the bearing surface. The taper of the femoral head was noted to have marks toward the base, likely due to engagement of the femoral stem with the taper. It is evident that the damage to the femoral head is a direct result of the liner fracture and subsequent disassociation of the liner from the cup. This led to direct articulation between the femoral head and acetabular cup. A conclusive root cause of the fracture of the liner, which led to these events, cannot be determined with the available information.